Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code) was confirmed. Upon investigation the monitor did not pass an incoming pulse test and displayed a service code 110. The cause for not passing was isolated to a thermally damaged c10 capacitor on the computer/analog pca. The root cause for the thermally damaged c10 capacitor could not be positively identified. There was no adverse event that resulted from the damaged monitor.